Event description:
The customer reported that the companion 2 driver supporting a patient had a "right side waveform that did not appear like what they are accustomed to." The patient was switched to a backup driver without impact. This alleged failure mode poses a low risk to the patient because it does not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.